Event description:
The maude report alleges the resident was being transferred with a pt lift when the 2 cna's heard a snap, and the resident landed on the floor. Alleged injury is unk at this time.

Manufacturer narrative:
Invacare received a medwatch report. No serial and/or model number has been provided. No injury details were provided. No info has been provided that reasonably suggests manufactures device has been involved or a serious injury has occurred. MDR filed as a conservative measure.